Event description:
It was reported that the patient stated "it hurts when moved the arm, the device feels heavy in my chest and my muscles." It caused a lot of "discomfort and pain". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated "it hurts when I move my arm, the device feels heavy in my chest and my muscles." It caused a lot of "discomfort and pain". The device is still in use. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.